Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was inadvertently implanted in the coronary sinus. Several weeks following initial implant a revision procedure was performed wherein the lead was repositioned in the rv. Once repositioned normal function was observed. No adverse patient effects were reported. This system remains in service.